Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery and left popliteal artery. A 3.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during first inflation, the balloon ruptured before reaching nominal pressure and was removed without any problem. A pinhole was noted on the device. The procedure was completed using a different device. There were no complications nor injuries reported and the patient was in good condition.